Event description:
The plaintiff's attorney alleged that the decedent experienced anoxic encephalopathy on or about (B)(6), 2009 and subsequently expired on (B)(6), 2009 after use of the prod.

Manufacturer narrative:
This is one event for the same pt involving two separate products.